Manufacturer narrative:
Zoll medical corp has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a pt during open heart surgery, using an ioband over the pt while attempting to defibrillate through the material, the device displayed an "open air discharge" message. Please note that 3m ioban surgical barrier material was placed on the pt. The warning info on the 3m ioban (antimicrobial incise drape) indicates to not defibrillate through the plastic drape as arcing, ineffective defibrillation, or pt injury may occur. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.